Event description:
As reported by the open study during the six month and twelve month x-ray, a single mid strut fracture of an unknown flexstent was found. The stent fracture was a grade one (1). The stent was implanted in the mid right superficial femoral artery (rsfa) target lesion. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that: no treatment or intervention was performed. The stent was implanted in the distal sfa. Lesion characteristics provided indicated that the lesion was: an 81% stenosis, 45.58 in length, mld-1.35, rvd-6.93, run-off was 2, calcified, not tortuous, eccentric, and tasc-a. Lesion characteristics post pre-dilation: 38.36 in length, 56% stenosis, mld 2.9, rvd-6.53, no run-off done and no complications noted. Post study device lesion characteristics: 43.83 in length, 33% stenosis, mld-4.52, rvd-6.78, runoff was 2, and no complications noted. It is not known if the stent fracture was flow-limiting. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the open study during the six month and twelve month x-ray, a single mid strut fracture of an unknown flexstent was found. The stent fracture was labeled as a grade one (single strut). The stent was implanted in the mid right superficial femoral artery (rsfa) target lesion. No treatment or intervention was performed. The stent was implanted in the distal sfa. Lesion characteristics provided indicated that the lesion was: an 81% stenosis, 45.58 in length, mld-1.35, rvd-6.93, run-off was 2, calcified, not tortuous, eccentric, and tasc-a. Lesion characteristics post pre-dilation: 38.36 in length, 56% stenosis, mld 2.9, rvd-6.53, no run-off done and no complications noted. Post study device lesion characteristics: 43.83 in length, 33% stenosis, mld-4.52, rvd-6.78, runoff was 2, and no complications noted. It is not known if the stent fracture was flow-limiting and there was no reported patient injury. The device remains implanted in the patient and is not available for inspection. Device history record was completed for lot 1127011. Flexible stenting solutions confirmed through the review of the device history records that the product was manufactured in accordance with requirements and all specifications were met. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.